Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 a healthcare provider reported that the user¿s ilet ran out of battery after about one hour. The device was not available for troubleshooting. No hypoglycemia, hyperglycemia, or hospitalization was reported.